Event description:
The customer reported to customer service that her lactina breast pump has low suction and she has a clogged duct. The customer feels that she may be using the incorrect size breast shields.

Manufacturer narrative:
A medela clinician called and spoke with the customer who reported the 27 mm breast shields sent by csr were too big and did not resolve her issue. She continues to pump with 24 mm breast shields and finds that using them with her. Lactina is effective in preventing recurrent clogged ducts. She did not receive care and antibiotic therapy from her physician for mastitis and is now recovered. There is no longer an adverse effect. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).